Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Since the b30 error message was resolved after replacing the socket during troubleshooting, the error message was likely caused by a socket failure; however, a definitive root cause of the socket failure could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was evaluated and repaired on site by an olympus field service engineer (fse) and the customers allegation was not confirmed. The fse exchanged the socket while onsite. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a b30 communication error while using evis exera iii xenon light source. The event occurred during the functional test and there was no patient harm associated with the event.